Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/09/2019. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch number is reported as follows: batch: pcb996. Date of mfg: 3/24/2019. Expiration date: 2/29/2024. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. H3 device evaluation summary: it was received for analysis two sealed boxes with thirty-six unopened samples of product code 8806, lot pcb996. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects or breakage suture were observed. A functional test was performed and the pull force and tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance breakage suture was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-83644 and 2210968-2019-83645. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2019 and suture was used. During the procedure, the suture kept breaking. The procedure was completed with an alternate like device with no patient consequence reported. No additional information was provided.